Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After the end user reseated the scope, the image displayed as expected. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.